Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Tandem technical support walked customer through the load sequence and customer reported receiving an inaccurate fill estimate. Customer had an elevated blood glucose (bg) level of 278mg/dl, customer delivered a correction bolus to deal with high bgs. Pump to be replaced and customer to use insulin pens as back up therapy .

Manufacturer narrative:
Added lot # m017715. Changed from no to yes. Added infusion set: inset; insulin: humalog.